Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's friend that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was in a car accident due to the low. The customer was given intravenous fluids to treat. The caller mentioned low symptoms such as being irrational. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event, and the customer passed away a few months after the low incident. The caller stated the customer had to be coaxed into treating lows. The insulin pump will not be returned for analysis.